Manufacturer narrative:
The customer did not report shipping or other damage to the cups. A replacement was sent to the customer. Service was not dispatched

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to sample cups leak on the unicel dxc 600i synchron chemistry analyzer. No injury or exposure to biohazardous materials was reported.